Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 1997, had a softer than normal hearing impression with the device on (B)(6) 2014. The audio processor was exchanged, and a new fitting was carried out on (B)(6) 2014, where the stimulation levels were set slightly higher. The hearing perception was normal again. The patient totally lost access to sound with the device on (B)(6) 2014. No accident was reported and the skin flap was normal. Re-implantation is considered.